Event description:
It was reported that the customer experienced issues with their device, which showed signs of wear and tear, making it difficult to see the pump screen and causing the device to be unresponsive to touch. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.